Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. The customer reset the pump before contacting technical support and confirmed that the pump was functioning as intended after the reset, with no recurrence of the malfunction code. The customer indicated they would call back if the issue persisted.